Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was swimming due to t-wave oversensing. The patient was evaluated in-clinic and programming changes were made, as recommended by technical services. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was swimming due to t-wave oversensing. The patient was evaluated in-clinic and programming changes were made, as recommended by technical services. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.